Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous lad. The physician initially attempted to cross the lesion with another MFR's balloon, however, he was unable to cross the lesion. The maverick2 monorail catheter was able to cross the lesion, however, the balloon ruptured on the initial inflation. The mverick2 monorail balloon was removed and defferent device was used to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "good".